Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 mg/dl; cause was customer went off the pump. Bg was addressed via manual injections, and resuming pump deliveries. The customer was instructed to consult with healthcare provider regarding bg level.